Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) female patient had impella cp pump inserted in the left femoral for post-cardiotomy cardiogenic shock (pccs). It was reported that patient experienced hemolysis during pump support. As a result, the impella device was explanted. Per the physician, hemolysis is likely related to impella since bilirubin level decreased from 14 to 7 before and after withdrawal. No further information was provided.